Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During laboratory evaluation, the arterial blood parameter monitor (bpm) module thermistor failed to meet design specification for temperature changes and fails to reach desired temperature per specification. The investigation determined that the thermistors were not built per the specifications, where the drawing note requires the thermistor chip to be located within first 0.050 inches of the sleeve. Further investigation at the supplier determined that the chip location did not transfer from design to manufacturing at the supplier. Further investigation also identified improper supplier controls at the time to ensure that the part met specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the temperature measurement was not reading accurately on the blood parameter monitor (bpm). This unit was used for extracorporeal membrane oxygenation (ECMO). The user changed out shunt sensor with no improvement. They used the same shunt sensor on a different bpm unit and the temperature was not wavering as much. The surgical procedure was completed successfully. There was some associated blood loss due to the need for additional lab sampling. There was no delay nor adverse consequences to the patient. Per the clinical review on 19-feb-2016: the bpm unit was used on a newborn child that required ECMO due to need for cardiac and respiratory support. The nurses noticed the shunt sensor temperature was five degrees celsius less than the ECMO circuit temperature. The patient was being supported at 36 - 37 degrees celsius and the bpm shunt temperature never budged above 32 degrees celsius. In addition to the temperature accuracy issue, the ECMO coordinator stated the nurses needed to do more frequent blood gases and in-vivo calibrations of the bpm, as the bpm parameters were drifting (changing) more than usual and it was difficult to determine if the bpm values were due to a device issue or the patient's clinical status was changing. Their protocol for ECMO, is to do in-vivo calibration checks and adjustments every 12 hours, but due to these bpm unit issues, more frequent blood samples needed to be drawn. The staff did perform some troubleshooting steps in attempt to address the temperature and other parameter variances. First, the shunt sensor was changed out while continuing to use the same monitor. This had no impact and did not address the issues. A different bpm unit was brought to the bedside and connected to the changed out shunt sensor. They immediately saw an improvement with shunt sensor temperature measurements closer to the ECMO circuit temperatures an in line with usual behaviors. In addition, other parameters were more stable and the need for more frequent in-vivo calibrations were reduced. This patient, according to the ECMO coordinator, is still on ECMO but is stable and improving. This issue with the bpm unit did not delay the actual ECMO procedure, but there was some associated blood loss due to the need for additional lab sampling.